Event description:
Caller reported a malfunction on the pump, there was no adverse impact on the customer¿s blood glucose level, as levels did not exceed 500 mg/dl (27.7 mmol/l). The customer was to use multiple daily injections (mdi) to ensure insulin delivery is not interrupted.